Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A visual inspection revealed that the door was broken, confirming the reported condition. The cause of the broken door was not determined. To correct the condition, the door was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump had a broken door. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.